Manufacturer narrative:
Age at time of event: 18 years or older (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery (rca). A 145, 5-in-6 guidezilla guide extension catheter was used to deliver an unspecified stent to help treat the target lesion. After pre dilatation was performed several times, stent was attempted to be deployed but the stent failed to cross the lesion due to severe calcification. The physician used the guidezilla guide extension catheter to deliver the stent but the stent failed to cross the lesion. The physician opted to remove the guidezilla guide extension catheter, however, the device was separated inside the unspecified guide catheter. The guidezilla guide extension catheter and the guide catheter were removed together from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Microscopic inspection revealed kinks in the shaft of the device at 27cm, 28.5cm and 29cm from the strain relief. Microscopic examination revealed a complete separation at the collar/proximal shaft area. Microscopic examination revealed that the ptfe was pulled out of the collar and was attached to the distal shaft. Microscopic inspection revealed that the distal tip was folded back into the shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery (rca). A 145, 5-in-6 guidezilla guide extension catheter was used to deliver an unspecified stent to help treat the target lesion. After pre dilatation was performed several times, stent was attempted to be deployed but the stent failed to cross the lesion due to severe calcification. The physician used the guidezilla guide extension catheter to deliver the stent but the stent failed to cross the lesion. The physician opted to remove the guidezilla guide extension catheter, however, the device was separated inside the unspecified guide catheter. The guidezilla guide extension catheter and the guide catheter were removed together from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.